Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and a loss of connection was found. However, the device operated within specification. The allegation was not confirmed. A root/probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4). Event problem and evaluation codes - correction - remove (B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it passed. A pairing test was performed, and it passed. The log was downloaded, and it passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.